Manufacturer narrative:
We checked the returned unit and confirmed that the objective gluing missing. Based on the result, we concluded that it was caused due to physical damage. In addition, we confirmed that the lg prong deformed, the air/water nozzle loosened, and the lg prong top worn out; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report and/or the risk analysis results, it was evaluated to submit MDR. (We checked the details with emea as gfe, but I did not get a response, so I will submit MDR.)

Event description:
The time of event is unknown. There was no report of patient harm. Distal body damage.